Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 22 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the average result does not fulfil the requirements of the european pharmacopoeia (ep). The results are: 0.46 kgf in average and 0.36 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.71 kgf in average and 0.59 kgf in minimum and fulfilled ep requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that in the subcutaneous suture, the thread is torn off the needle when knotting. Further information has been requested.